Event description:
Suture scissors broke while being used by dr screw not returned. Visual and magnetic search was made of sterile field, trash and linen room, screw was not recovered. X-ray taken in or no foreign body seen. The screw was found on the floor while room was being cleaned. No pt harm done.